Manufacturer narrative:
The date the article was accepted by the journal was used as the event date, since no date of publication is known as of today. The patient age and patient gender reflect the mean age and gender stated in the article. (B)(4).

Event description:
The following publication was reviewed: ¿twenty-two year multicentre experience of late open conversions after endovascular abdominal aneurysm repair¿ (paolo perini et. Al, eur j vasc endovasc surg, accepted january 10, 2020). In the article ten vascular centers reviewed all patients requiring late open conversions (locs) after endovascular abdominal aneurysm repair (evar) from 1996 to 2017. Loc is defined as more or equal to 30 days after initial evar, undergoing total or partial endograft explantation. The article included a total of 232 patients and stated that 42 of them (18.1%) were initially treated with gore® excluder® aaa endoprostheses. It was stated that the main reason for loc was the presence of an endoleak in 80.2% (186/232) cases. Among these, 95 patients presented with a type ia endoleak. The physician stated that the reported adverse events are related to disease progression.